Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi78300 was released in a single batch. - batch1: lot qty of 53 units were released on september 10, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the xpdm quick-con si poly scwdrvr (part # 279712400/ lot # mi78300 ) was received at us customer quality cq. The distal tip of the device has completely broken off. No fragments were returned. The image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as it shows that the device's tip is broken off but broken piece could not be seen in the image device failure/defect identified? Yes; dimensional inspection: since distal tip has completely broken off, shaft diameter just proximal to breakage was measured. Specified dimensions: shaft diameter = 3.92mm +/- 0.03mm. Measured dimensions: shaft diameter = conforming. Device(s) used: ca215p. Conclusion: the overall complaint was confirmed. No defernite root cause determined. It is possible due to the excessive force was applied. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi78300 was released in a single batch. Batch1: released on september 10, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed as it shows that the device's tip is broken off, but broken piece could not be seen in the image. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during spinal fusion surgery on (B)(6) 2020, the expedium driver tip broke while putting a screw in. Fragments were generated and easily removed. The procedure was successfully completed with a delay of five to ten (5 to 10) minutes. There were no patient consequences. This report is for an expedium quick-con si poly screwdriver. This is report 1 of 1 for (B)(4).